Event description:
It was reported that when the devices were used during an unknown number of procedures, the devices would not fire and clinging staples. Another device was used to complete the cases. There was no consequence to the pt.